Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a cut on the left side of the ribs. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed benadryl for the wound. Follow up indicated that the wound improved.